Event description:
A false positive advia centaur cp hbsag result was obtained for a patient sample. Repeat testing was performed in duplicate and resulted in positive results. The patient sample was retested using the advia centaur cp confirmatory assay and the result was confirmed. The physician questioned the hbsag results since the patient did not have a history of infection and also the results for hbct and ahbs were non reactive. The patient sample was sent to a reference laboratory for testing. The result was non reactive and reported to the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed preventative maintenance, calibrated probes, ran calibrators and controls. The fse did not find any issues that may have contributed to the discordant result. The cause for the discordant hbsag results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."